Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported hyperglycemia with blood glucose (bg) of 308 mg/dl, trending down from 320 mg/dl after eating two hours prior. No hospitalization was reported. No long-term effects were reported.